Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, and/or wrongful death to plaintiff/decedent, including, but not limited to: fracture, organ perforation, & tilt. As a direct & proximate result, plaintiff suffered life-threatening injuries & damages & required extensive medical care & treatment. As a further proximate result, plaintiff has suffered & will suffer significant medical expenses, pain & suffering, & other damages. According to the patient¿s implant records, the filter was implanted due to recurrent deep venous thromboses (dvt). The filter was placed via a right internal jugular approach after two failed bilateral failed attempts from below. Venograms revealed that there was no continuous flow through the iliac veins to the vena cava. Guidewires could not be passed beyond the lower abdomen. After right jugular access, the filter was deployed and opened nicely with good position a venacavogram prior to deployment demonstrated that the position of deployment was below the renal veins. The patient was taken to recovery in good condition. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately eighteen years and six months post implantation. The patient also reports ivc perforation.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, and/or wrongful death to plaintiff/decedent, including, but not limited to: fracture, organ perforation, & tilt. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately eighteen years and six months post implantation. The patient also reports ivc perforation. As a direct & proximate result, plaintiff suffered life-threatening injuries & damages & required extensive medical care & treatment. As a further proximate result, plaintiff has suffered & will suffer significant medical expenses, pain & suffering, & other damages. According to the patient¿s implant records, the filter was implanted due to recurrent deep venous thromboses (dvt). The filter was placed via a right internal jugular approach after two failed bilateral failed attempts from below. Venograms revealed that there was no continuous flow through the iliac veins to the vena cava. Guidewires could not be passed beyond the lower abdomen. After right jugular access, the filter was deployed and opened nicely with good position a venacavogram prior to deployment demonstrated that the position of deployment was below the renal veins. The patient was taken to recovery in good condition.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture, organ perforation, and tilt. The patient reported becoming aware of the events, in addition to perforation of the inferior vena cava (ivc) approximately eighteen years and six months post implant. According to the implant record the indication for the filter implant was recurrent deep vein thrombosis (dvt). Twp attempts were made to pass the filter from below, right and left, venograms showed that there was no continuous flow through the iliac veins to the vena cava. Venograms were shot on both sides, after guide wires could not be passed beyond the lower abdomen. The filter was then placed via the right internal jugular vein, deployed and opened nicely with good position a venacavogram prior to deployment demonstrated that the position of deployment was below the renal veins. The patient was taken to recovery in good condition. The product remains implant and therefore not available for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU also states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the reported events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt, fracture and perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.